Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator and electrodes were removed on (B)(6)2017. The patient reported their weight was (B)(6). No further complications were reported/anticipated.

Event description:
The patient reported their battery stopped working and is dead. The patient stated they have watched the cd 4 times yesterday morning, and it did not show how to recharge; they cannot figure out how to recharge. The patient confirmed that they meant the programmer battery is what stopped working, and was dead. Upon troubleshooting, the patient indicated that the programmer showed the low implantable neurostimulator (ins) warning screen. The patient then stated that the low ins battery is what they were referring to when they said the programmer battery was dead. Patient services reviewed that the low ins battery means that the ins battery charge level is low and no longer providing therapy, so the patient would have to recharge. The patient placed their recharger antenna over the implant over their clothes, and confirmed getting 2 coupling bars. The patient noted they were recently implanted, and they took their bandages off yesterday morning in order to take a shower. They stated that the manufacturing representative did not give them any recharging instructions, and neither did their managing physician. The patient indicated that they do not have an open wound because they glued the site together. They inquired on what they have to do with their pain, and stated they have been without the stimulation for close to 24 hours now. The patient noted that they laid down to take a nap, and when they woke up, their device had stopped working. They stated they could not turn the device on using the programmer due to the low battery screen. The patient was to follow up with their healthcare provider to make sure it is medically appropriate to start charging their implant, and then call back to get assistance with recharging as needed. No further complications were reported. The patient was implanted for non-malignant pain. Additional information was received on 2017-08-10 from a consumer reporting that they had to go their health care professional (hcp) office to have the stimulation unit examined. A manufacturer representative told the patient that there was nothing wrong with it but the patient still had to charge it every day. The issue was reported to be resolved by the patient having surgery to remove it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) on 2017-08-17 reporting that the system was explanted by another provider. Therefore, it was unknown if the devices would be returned for analysis. Patient weight at the time of the event was reported to be (B)(6)kg. No further complications were reported.